Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's daughter stated the cgm was displaying high, so the patient treated herself with 2 units of insulin and ate some peanut butter. She patient was not feeling well and called her daughter and her daughter could tell something was wrong by the way the patient sounded. She stated she did not sound clear. The patient's daughter called the ambulance at 4:30pm and she had the patient check her temperature as she stated the patient gets hypothermia when her blood sugar is low. The patient was transported to the hospital where she was treated. It was indicated that upon arrival, the nurse checked the patient's bg and the patient's bg value was 65mg/dl; compared to the cgm that was displaying 259mg/dl. At the time of contact, the patient was still in the hospital and not in stable condition. No additional patient or event information is available. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.